Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 200 mg/dl. She stated that she does not treat with boluses from the insulin pump, but that she uses the bolus wizard to calculate and then treats with a manual injection. The customer declined further troubleshooting. The insulin pump was not returned or replaced.